Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex m100 set, a pediatric patient experienced thrombocytopenia. The platelet count dropped to 31 (units not provided) the same evening (no pretreatment value reported). The patient received a platelet transfusion the following day and another platelet transfusion the day after. It was reported citrate was used. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.